Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The target lesion was unknown. Upon preparing the 3.5 x 20mm veriflex mr stent delivery system for the procedure, the stylet was removed and the stent with it. The physician attempted to deploy the stent and noticed the stent was on the table. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the midshaft and corewire were kinked at 2.8cm proximal to the port. An examination of the balloon found that the balloon had been inflated and the stent had detached from the balloon and was not returned for analysis. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. The target lesion was unknown. Upon preparing the 3.5 x 20mm veriflex mr stent delivery system for the procedure the stylet was removed and the stent with it. The physician attempted to deploy the stent and noticed the stent was on the table. The procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code #2923 relates to component code #515. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).